Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked near its filter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection was inconclusive as it did not provide enough objective evidence for the reported issue. In addition a retained sample was evaluated. Visual inspection on the sample did not reveal any issues. The sample was gravity tested and leak tested underwater. Fluid flowed normally through the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.